Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to complainant: the patient called indicating his implanted ivc filter (celect) has perforated the vena cava and punctured the aorta. The patient indicated he has to have continual CT-scans to make sure the filter has not moved anywhere. His doctor has instructed him the filter can not be moved / extracted because of where it's lodged. Patient outcome: unknown.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigational findings: no product is returned and no imaging is available. Without further information, it is therefore not possible to comment on the alleged perforation and lodging of the filter. No information on patient outcome is reported in this case other than continual CT-scans are needed to make sure the filter is not moving anywhere. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Lot# is unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: the patient called indicating his implanted ivc filter (celect) has perforated the vena cava and punctured the aorta. The patient indicated he has to have continual CT-scans to make sure the filter has not moved anywhere. His doctor has instructed him the filter can not be moved / extracted because of where it's lodged. Patient outcome: unknown.